Event description:
The screw reported to have broken at head in three pieces. These were removed from the femoral tunnel. The shaft of the screw was left in place. Adequate fixation was achieved. Patient safety was not compromised.